Manufacturer narrative:
The local area boston scientific sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks. Review of the events identified oversensing of noise and low amplitude measurements resulted in the inappropriate therapy. There were 3 untreated events with similar non-physiologic noise. Additionally, smart pass had been disabled. A boston scientific technical services consultant discussed troubleshooting and suggested getting an x-ray. No electrode body damage/issues were visualized on the x-ray. The device was programmed to secondary and the previously observed noise could not be re-created. No adverse patient effects were reported. It was reported that review was requested for recent untreated and treated events. A boston scientific technical services consultant identified a rate dependent morphology change to bundle branch block (bbb). The change in morphology resulted in much smaller r-waves with r:t ratio of 1:1, t-wave oversensing and an inappropriate shock. It was noted that the shock was delivered when the patient was sleeping. The consultant discussed troubleshooting and programming options for this patient. An elevated heart rate test was performed and the health care professional inquired if the results show an arrythmia with aberrancy. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area boston scientific sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. It was reported that no rate dependent electrocardiogram (EKG) changes were reproduced during exercise testing. Programming remains in secondary vector and smart charge was extended. The root cause of the reported clinical observations could not be determined. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks. Review of the events identified oversensing of noise and low amplitude measurements resulted in the inappropriate therapy. There were 3 untreated events with similar non-physiologic noise. Additionally, smart pass had been disabled. A boston scientific technical services consultant discussed troubleshooting and suggested getting an x-ray. No electrode body damage/issues were visualized on the x-ray. The device was programmed to secondary and the previously observed noise could not be re-created. No adverse patient effects were reported. It was reported that review was requested for recent untreated and treated events. A boston scientific technical services consultant identified a rate dependent morphology change to bundle branch block (bbb). The change in morphology resulted in much smaller r-waves with r:t ratio of 1:1, t-wave oversensing and an inappropriate shock. It was noted that the shock was delivered when the patient was sleeping. The consultant discussed troubleshooting and programming options for this patient. An elevated heart rate test was performed and the health care professional inquired if the results show an arrythmia with aberrancy. The local area boston scientific sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks. Review of the events identified oversensing of noise and low amplitude measurements resulted in the inappropriate therapy. There were 3 untreated events with similar non-physiologic noise. Additionally, smart pass had been disabled. A boston scientific technical services consultant discussed troubleshooting and suggested getting an x-ray. No electrode body damage/issues were visualized on the x-ray. The device was programmed to secondary and the previously observed noise could not be re-created. No adverse patient effects were reported.